Manufacturer narrative:
This report is submitted on january 23, 2018, (B)(4).

Event description:
Per the audiologist, the patient experienced a lump at the magnet site and was subsequently treated with a topical steroid.